Event description:
After using the philips sonicare toothbrush I was diagnosed with receding gums. I have regular dental cleanings and have never been diagnosed with receding gums before using the sonicare toothbrush. This was possibly caused by the toothbrush bristles going under my gums or the toothbrush not alerting me that I was brushing too hard, like it is supposed to. I used this toothbrush like I used my previous manual ones as there was no warnings saying to brush a different way.